Manufacturer narrative:
Product complaint # (B)(4). Reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter and medical records received. Claim letter alleges severe inflammation, severe pain, tissue and bone loss, metallosis and extremely elevated chromium and cobalt levels. After review of medical records, the patient was revised to address recurrent instability. During revision, some residual metal staining was noted from the notch on the femoral implant neck. There was also damage on the liner. The surgeon replaced the damaged liner with a 32mm +4 lateralized constrained liner. The 32 (+1.5) ceramic femoral head was also revised to a 32 (+1) ceramic head. Doi: (B)(6) 2014; dor: (B)(6) 2017; (right hip). This is the patient's 2nd revision.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.